Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil location & breakage') and perforation ('migration/perforation') in an adult female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), clostridium difficile colitis ("recurring c diff"), pelvic pain ("pain"), infection ("infection "), dyspareunia ("dyspareunia"), eczema ("eczema"), drug hypersensitivity ("allergic reactions to c diff antibiotics"), amnesia ("memory loss"), confusional state ("confusion"), migraine ("migraines"), suicidal ideation ("suicidal thought"), visual impairment ("vision decrease"), the first episode of depression ("depression"), anxiety ("worsened anxiety"), post-traumatic stress disorder ("ptsd"), the second episode of depression ("depression"), acne ("acne"), bacterial vaginosis ("bacterial vaginosis"), musculoskeletal pain ("neck & shoulder pains"), neck pain ("neck & shoulder pains") and fracture ("broken bone") and was found to have bone density decreased ("bone density/ broken bone") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, perforation, genital haemorrhage, clostridium difficile colitis, pelvic pain, infection, dyspareunia, eczema, drug hypersensitivity, amnesia, confusional state, migraine, suicidal ideation, visual impairment, anxiety, post-traumatic stress disorder, the last episode of depression, acne, bacterial vaginosis, musculoskeletal pain, neck pain, bone density decreased, weight increased and fracture outcome was unknown. The reporter considered acne, amnesia, anxiety, bacterial vaginosis, bone density decreased, clostridium difficile colitis, confusional state, device breakage, drug hypersensitivity, dyspareunia, eczema, fracture, genital haemorrhage, infection, migraine, musculoskeletal pain, neck pain, pelvic pain, perforation, post-traumatic stress disorder, suicidal ideation, visual impairment, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on (B)(6) 2017, it was reported in the removal details that no evidence of perforation, migration or misplacement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the uterine cavity is normal in appearance. Proper position of essure devices. Effective occlusion of the uterine tubes bilaterally is confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fup 2 and fup 3 processed together. Mr received : reporter added, lot number added. Lab data added. Events of genital haemorrhage and recurring c diff downgraded to non-serious. On (B)(6) 2020: fup 2 and fup 3 processed together. Pif received- no new information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil location & breakage') and perforation ('migration/perforation') in an adult female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), clostridium difficile colitis ("recurring c diff"), pelvic pain ("pain"), infection ("infection "), dyspareunia ("dyspareunia"), eczema ("eczema"), drug hypersensitivity ("allergic reactions to c diff antibiotics"), amnesia ("memory loss"), confusional state ("confusion"), migraine ("migraines"), suicidal ideation ("suicidal thought"), visual impairment ("vision decrease"), the first episode of depression ("depression"), anxiety ("worsened anxiety"), post-traumatic stress disorder ("ptsd"), the second episode of depression ("depression"), acne ("acne"), bacterial vaginosis ("bacterial vaginosis"), musculoskeletal pain ("neck & shoulder pains"), neck pain ("neck & shoulder pains") and fracture ("broken bone") and was found to have bone density decreased ("bone density/ broken bone") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, perforation, genital haemorrhage, clostridium difficile colitis, pelvic pain, infection, dyspareunia, eczema, drug hypersensitivity, amnesia, confusional state, migraine, suicidal ideation, visual impairment, anxiety, post-traumatic stress disorder, the last episode of depression, acne, bacterial vaginosis, musculoskeletal pain, neck pain, bone density decreased, weight increased and fracture outcome was unknown. The reporter considered acne, amnesia, anxiety, bacterial vaginosis, bone density decreased, clostridium difficile colitis, confusional state, device breakage, drug hypersensitivity, dyspareunia, eczema, fracture, genital haemorrhage, infection, migraine, musculoskeletal pain, neck pain, pelvic pain, perforation, post-traumatic stress disorder, suicidal ideation, visual impairment, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on (B)(6) 2017, it was reported in the removal details that no evidence of perforation, migration or misplacement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: 1. The uterine cavity is normal in appearance. 2. Proper position of essure devices. 3. Effective occlusion of the uterine tubes bilaterally is confirmed. Lot number: 927073, manufacturing date:2011-12, & expiration date:2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil location & breakage"), perforation ("migration/perforation"), genital haemorrhage ("genital bleeding") and clostridium difficile colitis ("recurring c diff") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), clostridium difficile colitis (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection "), dyspareunia ("dyspareunia"), eczema ("eczema"), drug hypersensitivity ("allergic reactions to c diff antibiotics"), amnesia ("memory loss"), confusional state ("confusion"), migraine ("migraines"), suicidal ideation ("suicidal thought"), visual impairment ("vision decrease"), the first episode of depression ("depression"), anxiety ("worsened anxiety"), post-traumatic stress disorder ("ptsd"), the second episode of depression ("depression"), acne ("acne"), bacterial vaginosis ("bacterial vaginosis"), musculoskeletal pain ("neck & shoulder pains"), neck pain ("neck & shoulder pains") and fracture ("broken bone") and was found to have bone density decreased ("bone density/ broken bone") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, perforation, genital haemorrhage, clostridium difficile colitis, pelvic pain, infection, dyspareunia, eczema, drug hypersensitivity, amnesia, confusional state, migraine, suicidal ideation, visual impairment, anxiety, post-traumatic stress disorder, the last episode of depression, acne, bacterial vaginosis, musculoskeletal pain, neck pain, bone density decreased, weight increased and fracture outcome was unknown. The reporter considered acne, amnesia, anxiety, bacterial vaginosis, bone density decreased, clostridium difficile colitis, confusional state, device breakage, drug hypersensitivity, dyspareunia, eczema, fracture, genital haemorrhage, infection, migraine, musculoskeletal pain, neck pain, pelvic pain, perforation, post-traumatic stress disorder, suicidal ideation, visual impairment, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on (B)(6) 2017, it was reported in the removal details that no evidence of perforation, migration or misplacement. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil location & breakage"), perforation ("migration/perforation"), genital haemorrhage ("genital bleeding") and clostridium difficile colitis ("recurring c diff") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), clostridium difficile colitis (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection "), dyspareunia ("dyspareunia"), eczema ("eczema"), drug hypersensitivity ("allergic reactions to c diff antibiotics"), amnesia ("memory loss"), confusional state ("confusion"), migraine ("migraines"), suicidal ideation ("suicidal thought"), visual impairment ("vision decrease"), the first episode of depression ("depression"), anxiety ("worsened anxiety"), post-traumatic stress disorder ("ptsd"), the second episode of depression ("depression"), acne ("acne"), bacterial vaginosis ("bacterial vaginosis"), musculoskeletal pain ("neck & shoulder pains"), neck pain ("neck & shoulder pains") and fracture ("broken bone") and was found to have bone density abnormal ("bone density/ broken bone") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, perforation, genital haemorrhage, clostridium difficile colitis, pelvic pain, infection, dyspareunia, eczema, drug hypersensitivity, amnesia, confusional state, migraine, suicidal ideation, visual impairment, anxiety, post-traumatic stress disorder, the last episode of depression, acne, bacterial vaginosis, musculoskeletal pain, neck pain, bone density abnormal, weight increased and fracture outcome was unknown. The reporter considered acne, amnesia, anxiety, bacterial vaginosis, bone density abnormal, clostridium difficile colitis, confusional state, device breakage, drug hypersensitivity, dyspareunia, eczema, fracture, genital haemorrhage, infection, migraine, musculoskeletal pain, neck pain, pelvic pain, perforation, post-traumatic stress disorder, suicidal ideation, visual impairment, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on (B)(6) 2017, it was reported in the removal details that no evidence of perforation, migration or misplacement. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.